Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open thoracotomy procedure. Forty percent of the staplers were fired. The stapler partially fired. In order to resolve the issue and complete the case, used another reload. The patient expired during the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the ta noted the reload was fully fired and there was no damage to the stapler. Engineering reloaded the unit with staples and fired it on the appropriate test media. Proper staple formation was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.